Event description:
It was reported that the bd insyte¿ autoguard¿ bc had blood leakage from near the catheter hub. The following information was provided by the client: "after catheter placement, blood leakage from near the catheter hub was observed."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 14-apr-2022. Investigation summary: our quality engineer inspected samples and photographs submitted for evaluation. Bd received 16, 22g x 1.00in. Insyte autoguard bc pro units from lot number 1137809. 15 of the units were returned sealed. 1 unit was returned used. Additionally, seven photos were provided for investigation. Gross visual inspection found no damage to the sealed units; however, the used unit had a v-shaped crack right below the wedge. All units were leak tested where none of the sealed units leaked. The used unit was observed to leak at the location of the v-shaped crack. No leak was observed at the luer of any of the units. The reported issue of leakage was confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc had blood leakage from near the catheter hub. The following information was provided by the client: "after catheter placement, blood leakage from near the catheter hub was observed."